Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 482mg/dl. The customer treated with a bolus. Customer indicated that their doctor has not been contacted and their blood glucose value was also 482 mg/dl at the time of the call. Troubleshooting was performed and found that the site is changed every 2 to 3 days and the drive support cap appeared normal. There were no leaks but the pump had air bubbles in the reservoir. Customer indicated that the reservoir was stored in the refridgerator. Customer was advised to keep at room temperature. No further details given.